Event description:
The customer reported that the insulin pump failed to prime after rewind. The customer stated that the insulin pump was unable to exit the prime loop. The customer's blood glucose value was 105 mg/dl. The customer mentioned a hospitalization, previously reported. It was advised that the customer discontinue use of the device and return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.